Event description:
It was reported that the implantable neurostimulator (ins) was replaced. It was noted that the ins did not meet longevity expectation. It was noted that there was no patient injury or death. It was noted that the patient recovered without sequela. It was noted that the ins reached the elective replacement indicator within two years. It was noted that all impedances were within normal ranges and turned the device off at night. It was noted that there was not any unusually high settings. It was noted that an adaptor was implanted and could not be dissected out without too much risk to the extension and it was heavily encapsulated in the tissue. It was noted that the patient had left ventral intermediate nucleus stimulation with case positive and contact 0 at 90 microseconds, 185 hertz and 3.0 volts. It was noted that the patient had right ventral intermediate nucleus stimulation with case positive and contact 5 at 90 microseconds, 185 hertz and 4.0 volts. It was noted that there was possible longevity mismatch.

Manufacturer narrative:
Concomitant products: product ID 64002, serial# unknown, product type adapter; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v203702, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v156048, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available as of the date of this report; when analysis results become available a supplemental report will be submitted.

Manufacturer narrative:
Analysis of neurostimulator model 37601, serial # (B)(4) showed no significant anomalies. The longevity estimate for elective replacement indicator status was 22.79 months and for the end-of-service (eos) 25.8 months based on the parameters as received (based on impedances of 1000 ohms). Good, stable output was observed at electrode settings when received. Telemetry testing results were noted as ¿ok.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.